Manufacturer narrative:
These events occurred on unspecified dates in the week of august 5, 2019. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link neutral luer activated devices leaked at the junction between the male luer of the one-link device and the patient¿s catheter. This issue was identified during use. In both cases, the one-link connector was replaced and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.